Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v286691, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 06-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated he wasn¿t getting good relief of symptoms anymore and there were impedance abnormalities observed in the pre-op check of the lead. During full system replacement, the lead broke off during removal. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative stated that they were notified by the physician. The patient just mentioned system hadn't worked as well for last several months. No specific date given. There was no issue with the ins, normal battery depletion. The unit was disposed of per the facility and they did not have impedance numbers.